Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, it is likely the failure was caused by a faulty printed circuit board. However, it is unknown what caused the board to fail. Although requested, additional details could not be obtained regarding this event. Olympus will continue to monitor the field performance of this device.

Event description:
The customer reported to olympus, the color of the image on the visera elite video system center was abnormal. The white balance cannot be done and it was difficult for the user to determine if the it was a problem with the host or the camera. Additionally, the front panel of the main unit was malfunctioning and the menu could not be viewed. The intended procedure was unknown and was completed with a similar device. There was no patient under sedation at the time of the event. There was no delay in any procedure and there were no reports of patient harm associated with this event. This medical device report (MDR) is being submitted to capture the reportable malfunction of the front panel of the main unit malfunctioning and the menu could not be viewed reported by the customer.

Manufacturer narrative:
The device was returned to olympus for evaluation and the customer¿s allegation of the white balance not being able to performed could not be confirmed. However, the customer¿s allegation of abnormal color and the front panel failure could be confirmed and were caused by faulty printed circuit board. In additional the device evaluation found a faulty video connector socket. Additional information has been requested regarding this event. The investigation is ongoing. A supplemental report will be submitted upon completion of the investigation or when additional information becomes available.